Event description:
Device 3 of . Reference MFR. Report# 1627487-2018-12422 , reference MFR. Report# 1627487-2018-12423. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the pns system was explanted and replaced with an scs system. Reportedly, therapy was achieved post operatively.